Manufacturer narrative:
Physio-control evaluated the device. Proper operation was observed during functional and performance testing. The downloaded patient event record was also reviewed. The impedance data in the patient event record confirmed that the reported motion alarm was caused by interference from the patient's functioning implanted pacemaker. The interference cause a delay of 1 minute 51 seconds before a "no shock" decision was rendered by the device. The following info from the device operating instructions regarding the use of the device on patients with implanted pacemakers was reviewed with the customer. If possible, place defibrillation electrodes away from the internal pacemaker generator. Treat this patient like any other patient requiring emergency care. Pacemaker pulses may prevent advisement of an appropriate shock, regardless of the patient's underlying rhythm. The customer was also advised that they could elect to turn the motion detection off under medical direction.

Event description:
The customer requested an explanation regarding the reason the device motion alarm occurred during use on a patient even though the patient did not seem to be moving. The patient also had a functioning implanted pacemaker. The patient was not resuscitated.